Manufacturer narrative:
Physio-control evaluated the customer's device and verified the intermittent issue. Physio observed that the power switch (on/off button) was intermittent.due to the costs associated with the repair, the customer declined further service. The device was returned to the customer unrepaired.the cause of the reported issue could not be determined.

Event description:
During a preventative maintenance evaluation of the customer's device, physio-control observed that the device would not power on when the on/off button was pressed. There was no patient use associated with the reported event.